Event description:
Underwent colectomy surgery to remove a few polyps at (B)(6) in (B)(6), missouri. The surgeon used a davinci robot to complete surgery. Surgery lasted 13-15 hours. Have had neurological problems in both arms since surgery (numbness/weakness/tingling/pain). The neurological problems continue today. The use of the robot required the operating room table to be positioned in a trendelenburg position for an extended amount of time.